Manufacturer narrative:
Article citation: linton, emma and au, leon. "Technique of xen implant revision surgery and the surgical outcomes: a retrospective interventional case series." Ophthalmology and therapy 9, 2020, (pages 149-157). Further information from the corresponding author regarding event, product, and patient details has been requested. No additional information is available at this time. The events of high intraocular pressure and absence of bleb are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "technique of xen implant revision surgery and the surgical outcomes: a retrospective interventional case series." Noted that 21 patients with xen 45 gel stents needed to undergo xen revision surgery with the main indication being a flat, non-draining bleb with raised iop. Mean iop pre-revision surgery was 26.1 mmhg.